Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 11 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The implant was torqued manually to 35 ncm. The clinician noted insufficient bone quality in this patient with poor oral hygiene. There were no reported patient complications.